Event description:
Related manufacturer reference number: 2017865-2023-02645. It was reported a patient's right ventricular (rv) and atrial leads both presented with oversensing noise. Both the rv and atrial leads were capped and replaced in a procedure on (B)(6) 2022. During procedure, it was noted that the atrial lead had a break and blackened portion. Post-procedure the patient status was unknown.

Event description:
New information received notes pacing inhibition was noted on both the right ventricular (rv) and atrial leads. The patient was stable.